Manufacturer narrative:
(B)(4). Applications support manager (asm) visited the account and checked the plastic from the day of that surgery and found it to be within specifications. Verified wavescan ((B)(4)) daily verification of calibration was also within specifications. Abbott representative reviewed the etiology and treatment of central islands with surgeon. All questions were answered and also reviewed different ways to take off the epithelium and post op regimens to avert and ameliorate central islands. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that they experienced central island from custom photorefractive keratectomy procedures on a patient.